Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Unrelated to the complaint, a visual inspection of the pump revealed that the pump case was cracked near the upper right corner of the display. Also unrelated to the complaint, investigation revealed that the keypad was cut and torn between the down arrow and ok buttons. All of the keypad buttons were found to be intermittently unresponsive during testing. The keypad was removed and there was contamination observed under the all button contacts.